Event description:
This pt had 2 revisions of her scs systems before becoming a pt of her current physician. It was reported that on (B) (6) 2007, the pt could not feel stimulation at the maximum amplitude and a measurement found "invalid" impedances on all contacts. The pt had not fallen, but reported to have recently had an illness with violent vomiting. The implant date of that system is unk. The physician explanted her system on (B) (6) 2007 and replaced it with a different model ipg and lead.

Manufacturer narrative:
"Malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to significant device adverse event resulting in a surgical procedure to remove the device. Device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.